Event description:
Medtronic received information that battery cap cracked/damaged, labeling anomaly, blank display occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 2.8c. Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Unit had battery cap metal contact missing, cracked battery tube threads, cracked case corner of belt clip rails, serial number label missing.